Event description:
It was reported that the ilet pump¿s screen and back half separated on their own, though the pump continued to function and the user temporarily secured the housing; blood glucose was unaffected, and the issue pertained to the display component consistent with a screen bezel separation. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss or failure of bonding involving the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.